Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is around (B)(6) and weighs approximately (B)(6). (B)(4) relates to (B)(4) for the reported event of the clip failed to release from the catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the capsule tabs were open and the prongs were detached from the core. The capsule was also detached from the bushing. The bushing and capsule were severely damaged. The coil and control wire had been cut near the distal end and a single kink was observed in the coil. The clip was attached to delivery system and appeared undamaged. However, the mini sheath was buckled and accordioned. Additionally, the handle was locked and undamaged. The condition of the returned incident device was consistent with the complaint that the clip failed to release. The failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) with an endoscopic mucosa (mucosal) resection (emr) performed on (B)(6) 2011. According to the complainant, during the procedure, a clip was placed at the target site; however, the clip would not release from the catheter. The physician pulled the clip off the tissue and removed the entire clipping device from the patient. This manipulation did not result in bleeding; however, minor tissue damage was reported as the tissue turned red. The procedure was completed with another resolution clip device without complications. The patient was reported to be fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) with an endoscopic mucosa (mucosal) resection (emr) performed on (B)(6), 2011. According to the complainant, during the procedure, a clip was placed at the target site; however, the clip would not release from the catheter. The physician pulled the clip off the tissue and removed the entire clipping device from the patient. This manipulation did not result in bleeding; however, minor tissue damage was reported as the tissue turned red. The procedure was completed with another resolution clip device without complications. The patient was reported to be fine post procedure.